Event description:
The device evaluation noted a detached downstream occlusion seal. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion seal. The seal was replaced. Functional testing was performed. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.